Event description:
It was reported that during a staar procedure, the device did not completely cut the tissue and did not apply the staples. During the removal of the device, some lacerations of the anterior rectum wall were caused and the starr procedure was not completed because part of the rectum wall tissue was not resected. The surgeon had to close the wound using suture threads. The patient had to stay at the hospital two days more. Now the patient seems to be well.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.